Event description:
As reported, during a tep laparoscopic hernia repair procedure the experienced surgeon tried to fixate an unknown mesh in the soft tissue using capsure fixation device. It was reported that the fasteners did not fully penetrate the mesh/tissue with appropriate counter pressure. It was also reported that the loose fasteners were removed, and the procedure was completed using another device. It was also reported that there was no patient injury.

Manufacturer narrative:
As reported, the capsure fastners failed to fixate the mesh. Evaluation of the returned sample could not reproduce the reported event that the device failed to fixate. Functional and simulated use testing found the device to function as intended deploying the remaining fasteners with no issues. No manufacturing anomalies found. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.